Event description:
It was reported that the physician successfully detached three coils in the vertebral artery (va) aneurysm. Angiography taken post coils placement revealed the right va was occluded with a clot. Following administration of reopro, angioplasty was performed to treat the vessel occlusion using a balloon catheter. However, a vessel dissection occurred following the angioplasty. The basilar artery (ba) was still filling with blood through the left va.

Manufacturer narrative:
Expiration date: unknown. Device manufacture date: unknown.